Event description:
This is a spontaneous report by a nurse from the philippines of a break in aseptic technique, dyspnea and peritonitis in a male patient coincident with peritoneal dialysis (pd) therapy. It was not reported if dianeal therapy was ongoing. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2012, the patient was hospitalized for an unreported diagnosis. On (B)(6) 2012, while hospitalized, the patient experienced peritonitis with cloudy effluent and dyspnea. The cause of the peritonitis was the break in aseptic technique. The patient was treated with vancomycin and amikacin (doses, frequencies and routes were not reported). The event of peritonitis appears to be associated with the reported break in aseptic technique. The break in aseptic technique is a peritoneal dialysis procedural complication. The event of dyspnea appears more likely to be associated with the patient's underlying medical issues. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue and is determined to be confirmed because the consumer reported a break in aseptic technique. Current labeling provides sample instructions related to prevention of the suspected use errors in aseptic techniques. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.